Event description:
On april 11, 2008 the customer reported to their renal sales specialist that a transfer set, product code 5c4483, lot#h07j05051 broke at the twist clamp. The patient was given antibiotics as a preventative measure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a broken twist clamp. This was due to a broken occluder foot. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.